Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA# 1064141.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes labels are lifting off. This occurred on 275 occasions before use. The following information was provided by the initial reporter: material no. 367962 batch no. Unknown (provided 9085836, but is not pulling in product grid). It was reported the labels are peeling off. Customer started noticing labels pst label on tube is not sticking all the way. It is coming off on the sides. He said this lot has at least 20-30 tubes per pack affected.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9085836. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes labels are lifting off. This occurred on 275 occasions before use. The following information was provided by the initial reporter: material no. 367962, batch no. Unknown (provided 9085836, but is not pulling in product grid). It was reported the labels are peeling off. Customer started noticing labels pst label on tube is not sticking all the way. It is coming off on the sides. He said this lot has at least 20-30 tubes per pack affected.